Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the user experienced prolonged high glucose readings for over six hours while using the ilet system with a 23 mm teflon infusion set. Sensor glucose remained above 180 mg/dl after two usual breakfast announcements and a subsequent larger lunch announcement. The user changed the infusion set and reported no visible issues such as leaks, kinks, or bent cannula. Later device data showed glucose trending downward. Symptoms included hyperglycemia without reported acute complications. Outcomes included resolution of the elevated glucose trend without medical intervention or hospitalization. Investigation activities included follow-up calls and review of device-reported glucose data. The investigation revealed that the device continued to deliver therapy as intended and that the high glucose readings were associated with meal-related insulin needs, with no confirmed device or infusion set malfunction identified. Based on previously established findings for similar reports, the cause was determined to be likely user-related factors, such as meal size estimation and timing, rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.